Event description:
It was reported that during a ptca procedure the balloon would not deflate. The balloon was successfully deflated after several attempts with a syringe. Reportedly there were no pt consequences associated with this event.